Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference device code. Evaluation results: the reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including bench handling and full functionality testing without duplicating the report. Review of the device activity logs showed an ECG failure, however the ECG signal was obtained later in the case. The defib cable receptacle was replaced as a precaution and a replacement multi-function cable was supplied with the device. The device was recertified and returned to the customer. The customer was advised to check the rest of their multi-function cable inventory for discrepancies. Reports of this nature are typically not considered to meet our requirements for submission as there is no potential for clinical impact (intermittent ECG). Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "error codes" message. No further information was available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.